Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the duodenovideoscope exhibited a foreign object in the air water nozzle, a burn on the forceps elevator, and peeled adhesive around the light guide lens. There was no patient involvement.